Event description:
It was reported when the asymptomatic patient presented for a normal device change-out for eri, externalized conductors were observed. High capture threshold was also noted. The lead was capped.